Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss of therapy and it stopped working. The patient noted the night before the report they were not feeling stimulation and was going to the bathroom every 10 minutes, and was up 10 times. The patient tried using the programmer that night but it was not working to turn stimulation up or down. The patient noted they were at 8.5v, and the upper limit was reviewed by patient services. Syncing with the programmer showed stimulation was off on program 1 at 8.5v. The patient turned therapy on and was feeling stimulation. The patient took the antenna away and stated they stopped feeling stimulation, when they synced again stimulation they found stimulation off. The patient checked for stim on and removed the antenna and again stopped feeling stimulation and upon syncing found stimulation off. The patient stated that it had never happened to them before. The patient changed to program 2 at 1.5v and increased to 3.7v. The patient started feeling stimulation and was worried that it was not getting stronger but then noticed it did get stronger with increasing. The patient was redirected to their healthcare provider if symptoms did not resolve. It was noted that the change in therapy was sudden. The patient noted that before the therapy they would go to the bathroom 300 times per day and it was a blessing. No further complications were reported.